Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'left soft key button is not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be defective keypad button. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's far left soft key was not working. This was found during testing in the biomedical service department. There was no patient involvement. No additional information is available.